Event description:
Additional information was received that product analysis was completed on the handheld and flashcard. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. The cause for the reported (B)(4) error messages is associated with an incompatible database. During the analysis it was identified that the patient databases were associated with the pc2002 operating system. Because they are associated with the pc2002 operating system, they are not compatible with the returned (B)(4) device that uses the pc2003 operating system. The cause for the database incompatibility issue is associated with the flashcard being transferred from a (B)(4) handheld to the (B)(4) handheld. No other anomalies were identified during the analysis.

Event description:
Reporter indicated a vns dell x5 computer with 8.1 software displayed ¿error executing sql statement" messages when attempting to interrogate a patient. Performing a hard reset resolved the error, but the error occurred again and was not resolved by performing a hard reset. The computer and flashcard were received to the manufacturer on (B)(4) 2013 and are pending analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.